Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection of the return sample shows the product is cut in half over the optic body, most probably to make explant possible. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number. Have been received. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt150 22.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018. The lens was explanted on (B)(6) 2018 and replaced with a zct150 22.0 diopter iol. No additional information was provided to johnson & johnson surgical vision.